Event description:
Device is a becton, dickinson and company/minimed medtronic glucose monitor that is packaged with the minimed insulin pump 512; this glucose monitor gave wildly variable and inaccurate blood glucose test results during the initial 5-day start of an insulin pump. This caused the pump basal rates, insulin sensitivity and carb ratios to be inaccurately set. The device read normal blood glucose ranges when the pt was hypo and hyperglycemic.